Event description:
According to the available information, a customer reported they were unable to disengage an astra tech ev implant driver 5.4 (short). The treatment was not completed successfully on the (B)(6) patient.

Manufacturer narrative:
There is neither information as to whether the driver stuck in the implant or the driver stuck in the contra-angle handpiece nor regarding the implant site preparation. The driver was discarded and cannot be evaluated. Therefore, because treatment was not completed successfully, this event is reportable per 21 cfr part 803.